Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed the displacement test, rewind, self test, a21 error test and the dat test at 0.08765 inches. All operating currents are within specification. Off no power alarm functions properly. Unit was unable to prime during prime/a33 test and alarmed motor error during basic occlusion test due to faulty fsr (gold). No e70 alarm noted during testing or in the alarm history screen. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside of the unit and passed. Unit had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Event description:
It was reported that the insulin pump alarmed motor error. It was also reported that the customer was hospitalized on (B)(6) 2019 due to (B)(6). Blood glucose value was 400 mg/dl at the time of admission and customer thinks the infusion set was bent. Troubleshooting was completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.